Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when the device is started, the screen stays completely blank. The device does not boot correctly. There was no patient involvement at the time of the event, therefore no patient or user harm occurred.

Manufacturer narrative:
Description of event and device problem code updated.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when the device is started, the screen stays completely blank. The device does not boot correctly. There was no patient involvement at the time of the event, therefore no patient or user harm occurred.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when the device is started, the screen stays completely blank. There was no patient involvement at the time of the event, therefore no patient or user harm occurred.